Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code for the linx device that was removed? Is a lot number available? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Event description:
A linx device (linx 12) was removed due to ongoing severe dysphagia. Here some further details: no reflux symptoms. Linx implantation (B)(6) 2016 the removal took place by request of the patient. The linx removal went well.

Manufacturer narrative:
(B)(4). Date sent: 01/24/2019. Additional information was requested, and the following was obtained: what is the product code for the linx device that was removed? Lx 12. Is a lot number available? Unfortunately the serial number or lot is not available. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Severe. Did the dysphagia improve after the device was implanted initially? The dysphagia improved after the device was explanted initially. Were there any intra-operative complications during implant? No complications during implant. Was there any hiatal or crural repair done at the same time as the implant? No information. What was the reason for removal of the linx device? Dysphagia. Was the device found in the correct position/geometry at the time of removal? Yes.

Manufacturer narrative:
(B)(4). Date sent: 07/19/2019. Device received date was omitted. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.